Event description:
It was reported that in 2008, the specialist placed the peripherally inserted central catheter (PICC) line in anesthetised child's right antecubital fossa, after using the supplied guidewire to cut the line to measured length. Specialist then removed one guidewire, and noticed the covering wire had remained in the PICC line. Specialist clipped the line, and removed the whole line from the patient. Specialist checked the removed line. And confirmed the wire was being trapped inside the line, and not protruding from the distal end. Specialist then started the procedure with a new PICC kit, and ensured that when specialist guillotined the line that the wire was pulled well proximal to the cut line and once sited, specialist checked that no damage to the guidewire had occurred. Subsequent CT chest at about four days later was performed to follow progress of empyema. Repeat of this and use before and after PICC line returned shows no guidewire embolism.

Manufacturer narrative:
Sample will not be returned for evaluation.